Event description:
It was reported that the pump battery could not be charged. Reportedly, the customer believed the issue to be with the usb charging port; however, this could not be confirmed as customer declined further troubleshooting with tandem technical support, and declined to provide additional information. There was no reported adverse impact to the customer.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.